Event description:
Related manufacturer reference number: 2017865-2021-19933 new information received notes that the patient's right atrial (ra) lead and pacemaker (pm) were over-sensing far r-waves.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-19933. It was reported the patient presented remotely. Upon review, the patient's pacemaker (pm) and right atrial (ra) lead had crosstalk. No intervention was performed. The patient was stable.